Event description:
The pt received the scs system on (B)(6) 2007. It was reported stimulation could only be felt in the pt's feet and ankles. The pt reported feeling a shocking sensation on two occasions when powering her ipg. X-rays were taken to rule out migration. It was reported the pt was experiencing difficulty with the charging system consistently locating the ipg. The pt has lost (B)(6) since implant and the ipg is superficial. The pt is currently working closely with his physician to determine the next course of action. The MFR has attempted to obtain a status update regarding the next course of action; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.